Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 19103299. When priming the line with normal saline- rn notice the line snapped from the top of the silicone (pump segment) where it is connected to the rest of the tubing.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the line snapped off at the top of the silicon segment could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 2420-0007 lot number 19103299 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 19103299 when priming the line with normal saline- rn notice the line snapped from the top of the silicone (pump segment) where it is connected to the rest of the tubing.